Manufacturer narrative:
No product problem related to the customer allegation was identified during the investigation. An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agencys instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the kit cobas 6800/8800 sars-cov-2 192t. A customer from (B)(6) alleged that they received a potential false positive result for a patients sample tested with the kit cobas 6800/8800 sars-cov-2 192t analyzed on the cobas¿ 6800/8800 system (s/n (B)(4)). The customer reported that they observed a sars-cov-2 positive result for the patients sample initially analyzed on the cobas¿ 6800/8800 system (s/n (B)(4) ). The patients same sample was repeat tested analyzed on the cobas¿ liat¿ system (s/n (B)(4)) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. A recollected sample from the patient was tested analyzed on the cobas¿ liat¿ system (s/n not provided) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. No harm or injury was indicated. Patient sample was collected using nasopharyngeal in dewei transport medium. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The investigation to assess the customer allegation has not yet been completed.